Event description:
Incident as reported via medwatch report: lap band procedure - "during laparoscopic gastric banding procedure, surgeon noticed small black rubber looking piece of material inside of patient. Upon examination the piece was found to be part of the seal in the access port used during the procedure. Removed from patient at the time of the procedure. No prior intra-abdominal procedures." Incident as reported via customer experience report - "it was an unexpected find. The 15mm applied port top has a rubber seal that keeps co2 from escaping when instruments are placed through the port. Somehow, a piece of that rubber broke off and went down the port. It was just by chance that the resident noticed a strange black piece in the patient and pulled it out or we would have never known. It took a bit of sleuthing to determine where it came from. If you look at the port top, you wouldn't know that the piece came from it. However, when you look on the underside of the port opening, you can tell a piece of rubber is gone. The piece that was pulled out of the patient pretty closely matched what was missing for the port. Took time to retrieve a piece of rubber that came off the port."

Manufacturer narrative:
Product to be returned for evaluation. A follow-up report will be sent when more information has been obtained.